Event description:
It was reported that during a colon resection loop ileostomy procedure, some of the staples did not form fully. Another like device was used to complete the case. There was no patient consequence.